Manufacturer narrative:
The device will not be returned to the manufacturer for analysis; it was not saved by the customer. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported under medwatch with u/f importer report #: (B)(4) that on (B)(6) 2017, a (B)(6) year old female patient had a hermetic lumbar catheter drain that snapped at the skin level during removal of the drain. Additional information was received on (B)(6) 2018 indicating that after the catheter snapped at the bedside, the patient was taken to the operating room (or) wherein a midline incision was made, the lumbar catheter was visualized, and it was removed in its entirety with forceps. The patient recovered well from the procedure.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. As per customer, no product was going to be returned for evaluation. No lot number was provided by the client; thus, no device history record (DHR) review was possible. At this moment, the reported condition could not be confirmed and no further analysis is possible at this time.